Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition, the following was tested and failed: air channel flow, water flow, water removal and water channel volume. The debris in the nozzle is a white plastic like material which did not originate from the olympus endoscope. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis lucera elite gastrointestinal videoscope was leaking at the tip. Upon inspection and testing of the customer returned device, it was observed that foreign material was protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition, the following was tested and failed: air channel flow, water flow, water removal and water channel volume. The debris in the nozzle is a white plastic like material which did not originate from the olympus endoscope. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis lucera elite gastrointestinal videoscope was leaking at the tip. Upon inspection and testing of the customer returned device, it was observed that foreign material was protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the suggested root cause is user handling. Prior to technical evaluation, a leak check was completed; the instrument was found leaking from the biopsy channel. It was presumed that the nozzle clogged because parts in peripheral equipment such as watertight packing, silicone-based glue or silicone parts were broken and entered the channel. All these were determined to have occurred during reprocessing. The following were confirmed from investigations: 1. A white plastic like material clogged in a/w nozzle. 2. The material was not originated from olympus device. The instruction manual identifies the following related verbiage: ¿operation manual_ inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. - inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function.¿ olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was reported the event occurred after the procedure.